Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to sepsis. The customer's son did not know the blood glucose reading at the time of passing. The caller stated that the customer had been off of insulin pump therapy for 3 weeks prior to passing and that the device had no relation to his death. He stated that the customer had a knee replacement, stayed in the intensive care unit for 3 weeks, and was being treated with an intravenous drip. The caller did not have the insulin pump, stating that it was at the medical center where the customer had been first admitted prior to transfer to another hospital. Nothing further reported.